Manufacturer narrative:
(B)(4). The incident device has been received and is under evaluation. When the device evaluation is complete a follow-up report will be submitted.

Event description:
The customer reported that the device would not cut sufficiently during a hysterectomy. A new device was opened to complete the procedure. There was no patient injury. The device was returned with the knife blade exposed from the jaws.